Event description:
Customer's mother called in to report an emergency room visit due to high blood glucose on (B)(6) 2014. Blood glucose reading at the time was 485 mg/dl. The customer's blood glucose levels weren't going down and her doctor advised her to go to the hosp over the phone. Customer had been throwing up prior to the visit to the emergency room. The customer had treated with manual injection. The customer was not admitted and was sent home. Troubleshooting was performed and the insulin pump did not deliver insulin during the prime testing process. Advised that the insulin pump will be replaced due to the prime process anomaly. The mother also mentioned that her daughter was given the flu shot and was throwing up because of the shot. Nothing further reported.

Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specs. The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery test. The insulin pump primed properly. The device was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, missing end cap sticker and cracked battery tube threads.